Event description:
It was reported that there was a cassette disconnection alarm. The fault occurred during infusion, there was known patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No physical damaged was found on the device. Functional testing performed. As a result of checking the log, it confirmed that there was a record of the no disposable attached alarm occurring during the pump operation on 06-feb-2024. The reported issue was confirmed. Possible root cause was due to a defective downstream or upstream sensor. Replace the downstream and upstream sensor. Perform all function test and all passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.